Manufacturer narrative:
Follow-up #1: date of submission 13-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: there was a crack in the pump's casing. Moisture corrosion was found on the internal components of the pump. The display screen was blank. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank and moisture was present. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no serious injury associated with this complaint.